Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: 2x final tightener 279712600; the screwdriver head is too worn. Replacement needed. Po: (B)(4); no additional information available. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.